Event description:
It is reported that the patient was revised for loosening, heterotopic ossification, and limited flexion.

Manufacturer narrative:
This report will be amended when our investigation is complete.